Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The device was inspected for drive chain function and it was found to spin freely as intended. A visual inspection of the complaint sample found the adaptor coupling was fractured from the drive chain component. It was also noted the device assembly contained components from different serialized lot and part numbers which is not the correct usage of the product. In addition displaced material and several areas of deformation was observed on the surface of the adaptor coupling and drive chain evidence of wear from repeated use. A manufacturing review was completed and there were no discrepancies found that would attribute to the malfunction. No further investigation is required. Complaint information provided by zimmer biomet. Foreign: the event occurred in (B)(6).

Event description:
It was reported during an unknown procedure that the reamer handle ran rough. During visual inspection of the device by the manufacturer the device was found to be broken. The procedure was completed successfully with another device. There were no adverse events reported as a result of the malfunction.